Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was not getting adequate therapy due to lead fracture. As a result, surgical intervention occurred on (B)(6) 2021 and the lead was explanted and replaced. The patient has effective therapy post operatively.